Event description:
The gym I use offers tanning beds with membership. The tanning bed has two broken bulbs and the protective glass is sliding out, leaving glass shards everywhere and making it dangerous to use. The cleaning spray is also empty making it completely unsanitary. I have told the business owner about this for 3 weeks now and nothing has changed. It is dangerous and unsanitary.